Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the investigation results, it is likely no image occurred due to the defective monitor. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera ii video system center has flickering image with lines on the screen. In addition, the image to the radiance monitor fades to black. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to discuss about the reported event. Tac transferred the call to esccore for further assistance. A follow up was made and the customer confirmed that the issue was resolved by replacing the monitor. No device will be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.